Event description:
The subject device was returned for analysis and the device investigation revealed that the subject stent was prematurely deployed and broken/fractured during use. The stent delivery wire was also broken/fractured during use. Therefore, this event meets the requirements of a reportable event with an awareness date of (B)(6) 2022 (vn).

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned partially deployed and protruding from the distal of the sheath. The stent delivery wire was seen to be kinked and broken within the introducer sheath. The stent was seen to be deformed and broken. There was dried blood seen along the stent delivery wire. The introducer sheath was intact. During functional inspection, the stent delivery wire was returned in the sheath broken and detached from the stent. The stent delivery wire was retracted from the sheath through the proximal end and part of the stent retracted with it. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and the stent was prepared as per the dfu. Continuous flush was set up as required. The tip of the introducer sheath was reported to be inserted completely into a microcatheter and the rhv was correctly adjusted to allow insertion/advancement of the stent delivery system without causing damage. It was reported that 'when delivered the subject stent into microcatheter, the operator began to feel resistance. After the stent was advanced into microcatheter for about 20cm, resistance became very big and then it was not able to be advanced. So the operator withdrew the stent back to sheath forcibly and replaced it with another stent to continue the procedure'. The stent was returned for analysis partially deployed from the distal tip of the introducer sheath. Once fully deployed the stent was seen to be deformed and broken/fractured. The stent delivery wire (sdw) was also returned for analysis and was observed to be broken/fractured inside the introducer sheath. Once removed from the sheath it was also seen to be kinked. Damage is likely to have been initially caused during deployment of the stent from the introducer sheath, through the rhv, into the microcatheter shaft. The fully deployed stent was unable to be advanced through the microcatheter and was forcibly retracted into the sheath. Per the dfu precaution statements, 'the stent delivery microcatheter and the stent delivery wire should not be used to recapture the stent'. This forceful retraction is likely to have resulted in further significant damage both to the stent and to the stent delivery wire. The introducer sheath was intact/undamaged. The as reported codes 'stent difficult/unable to transfer' and 'stent difficult/unable to advance or pullback through catheter' as well as the as analyzed codes 'stent deployed prematurely during use', 'sdw broken/fractured during use', 'sdw kinked/bent', 'stent deformed' and 'stent broken/fractured during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
A2 age at time of event- added. A2 age units - added. A3 gender- added. A4 weight- added. A4 weight units- added. A6 race- added.

Event description:
The subject device was returned for analysis and the device investigation revealed that the subject stent was prematurely deployed and broken/fractured during use. The stent delivery wire was also broken/fractured during use. Therefore, this event meets the requirements of a reportable event with an awareness date of 10-jan-2022(vn)